Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module for two patients. Results were provided for one patient. The initial result was 5.9 mg/dl, and the repeat result was 8.4 mg/dl. The repeat result was deemed to be correct. The initial result was repeated as it was critical and was not released outside of the laboratory. Additional information concerning the questionable result on 03-sep-2025 was requested but was not provided.

Manufacturer narrative:
The calcium gen.2 reagent lot number is 85878301, and the expiration date is 31-may-2026. A field service engineer (fse) determined that the rinse mechanism was clogged and performed decontamination. The fse also adjusted the rinse mechanism levels and performed precision on calcium. The customer performed qc. The investigation is ongoing.

Manufacturer narrative:
The customer stated that the last qc performed the previous night was in range. Qc information was provided; however, the customer¿s specific target mean and sd values were not provided, and for this reason, an evaluation could not be performed. One calibration was performed that had an alarm noted. Another calibration was performed without any alarms noted. The investigation determined that the service action resolved the issue.